Event description:
During egd, a cre balloon was employed to dilate the esophagus. When attempting to inflate balloon, balloon did not hold, as it was broken. Whole balloon able to be removed from patient with direct video visualization and no harm came to the patient. New balloon obtained and procedure was able to proceed as intended. FDA safety report ID# (B)(4).